Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-aug-2023. [Additional information]: on 21-aug-2023, additional information was received. The additional information only included the initial reporter name and phone number. Initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section b.3: date of event: the date of the event is not known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Stroke and arterial occlusion are both known potential complications associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. While the embotrap iii device was successful in retrieving the thrombus and the blood flow was restored during the initial procedure, neointimal hyperplasia is a known obstacle in maintaining vascular patency after thrombectomy procedures. As explained in the referenced literature article below, neointimal hyperplasia refers to a post-intervention, pathological, vascular remodeling which occurs due to the proliferation and migration of vascular smooth muscle cells in the tunica intima layer, resulting in vascular wall thickening and the gradual loss of luminal patency which may lead to the return of vascular insufficiency symptoms. Because the extent of the patient¿s injury remains unknown and the physician's assessment that the event of stroke/arterial occlusion was related to the device, this event meets us FDA reporting criteria under 21 cfr 803 under the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: zain ma, jamil rt, siddiqui wj. Neointimal hyperplasia. [Updated 2022 oct 25]. In: statpearls [internet]. Treasure island (fl): statpearls publishing; 2023 jan-. Available from: https://www.ncbi.nlm.nih.gov/books/nbk499893/. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. There was no device performance issue or device malfunction reported during the procedure in (B)(6) 2023. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient underwent a mechanical thrombectomy procedure to treat a cardiogenic internal carotid artery (ica) occlusion in (B)(6) 2023 (the procedure date was not provided at the complaint initiation). It was reported that on two or three passes with a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown), recanalization was achieved and blood flow was restored. It was not known if a continuous flush was maintained during the procedure. The embotrap iii was used at the ica and the middle cerebral artery (mca). The procedure was successfully completed and the patient was discharged from the hospital immediately. Direct oral anticoagulant (doac) was continued post-operatively. Three months after the procedure, the patient underwent an exam which revealed stenosis in the right m1 segment of the mca where the embotrap iii device passed. Computed tomography (CT) findings also revealed a small cerebral infarction, but the patient was asymptomatic. The patient is reportedly currently taking statins and antiplatelet agents and is under observation. It was reported that if the patient develops symptoms in the future, another procedure will be necessary. The physician is not sure whether percutaneous transluminal arterial angioplasty (pta) or bypass is a better choice for future treatment plan. Per the physician¿s opinion, the stenosis and small cerebral infarction is non-serious (moderate / minor) because the patient is currently asymptomatic. The physician¿s comment on the relationship of the stenosis and small cerebral infarction with the embotrap iii is that ¿there is a causal relationship between the event and the embotrap iii. The stenosis was thought to be caused by intimal damage due to the stent pass. The physician experienced a similar event in the past on another procedure using a competitor stent.¿